Manufacturer narrative:
Device evaluation: the device returned with no damage visible to the catheter, the balloon folds were open. A tactile test did not detect any kinks or abnormalities along the length of the catheter. A 0.035 inch guidewire was loaded via the distal tip with no resistance noted. Negative purge detected the presence of a leak on the device. The device was pressurised to 4 atms and a pin-hole leak was observed from the mid to distal part of the balloon. Indentation/scratch marks were visible along the balloon material. It was possible to inflate the balloon; however, the device did not maintain pressure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use an in.pact admiral dcb device to treat a lesion in the mid superficial femoral artery. There was no damage noted to the packaging. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device was passed through a previously deployed stent. There was no resistance encountered when advancing the device and no excessive force was used during delivery. It was reported that during balloon inflation, inflation difficulties occurred. The balloon never held pressure at 8 atm. Balloon pin-hole was identified when device was tested in vitro. There was not balloon burst but a balloon leak. There was no injury to the patient.

Manufacturer narrative:
Additional information: the balloon was safely removed from the patient. If information is provided in the future, a supplemental report will be issued.